Manufacturer narrative:
Analysis confirmed the output anomaly reported in the field. The device's high voltage output circuitry between the rv and svc was damaged and caused the output circuit damage warning. There is evidence that a hv lead impedance check was performed with the low impedance short, likely due to shorted rv and svc leads. This caused the damage to the internal hv circuitry of the device. The associated lead belongs to a competitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device presented with output anomaly, sensing anomaly, and capture anomaly. Hv circuit damage was suspected. The device was explanted and replaced.